Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The patient was treated with an injection of reflin (1gm, daily) and an injection of tobramycin (40mg, daily), routes not reported, for the peritonitis. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.